Event description:
The customer contact reported particulate. The tubing set was to be used to delivery an unspecified volume of normal saline, at an unspecified rate. It was reported that during priming prior to patient use, particulate was noted inside the printed cylinder of the soluset. The customer contact described the particulate as a floating plastic fragment. The tubing set was replaced and the therapy was initiated. No additional information was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found a piece of plastic within the cylinder. Testing found that the piece of plastic is similar to a piece of tubing or similar shaped object. A probable cause was not able to be determined since the reported event was not able to be replicated and no other events have occurred. However, the process was analyzed and this kind of defect could not be duplicated during the actual manufacturing process. This report represents all the information known by the reporter upon query by hospira personnel.